Event description:
It was reported that the patient was complaining of chest pain post operatively and was diagnosed with pericarditis. The patient was hospitalized and is now doing fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).